Manufacturer narrative:
An internal investigation was performed following notification from a customer in israel of observing out of range high results for external quality control sample 9 from biorad using vidas cmv igg lot 1008757110 (expiry on 15-apr-2022) data from eqas report: peer vidas mean = 81.2 au/ml, sd = 7.95, range 2sd = [65.3 - 97.1] au/ml customer¿s result: vidas result: 105 au/ml => between 2 and 3 sd. There was no change in interpretation (positive). Investigation: 1. Device history record: the review did not highlight any issue during manufacturing for vidas cmv igg (ref. (B)(4)) lot 1008757110. No non-conformity or CAPA linked to the customer¿s complaint was recorded on vidas cmv igg (ref. (B)(4)) lot 1008757110. 2. Complaint analysis: there is no other similar complaint on vidas cmv igg (ref. (B)(4)) lot 1008757110. 3. Tests/analysis performed. 3.1. Products return. The customer¿s sample 9 was not available for the investigation. The next eqas samples from the same cycle were sent for investigation (samples 10 and 11) but the storage conditions recommended in the eqas sample instructions were not respected at delivery. Therefore, these samples could not be taken into account for testing. 3.2. Investigation protocol and obtained results. Tests were performed on internal samples available at the complaints laboratory. 3.2.1. Control charts analysis. The complaints laboratory tested four (4) internal samples targeted at 67, 70.3, 88.5 and 103 au/ml using seven (7) different batches of vidas cmv igg (ref. (B)(4)) lot 1008757110 mentioned by the customer. All results are within specifications and customer¿s lot is in the trend of the other lots. 3.2.2. Tests performed by complaints laboratory on internal samples. Two (2) samples close to the eqas sample from the customer's complaint with targets at 67 and 88 au/ml were tested using the retained kit of vidas cmv igg lot 1008757110. All the results are within specifications and similar to the results obtained before the batch's release. 3.2.3. Analysis on another external quality program assessment from a french supplier, ctcb. The complaints laboratory subscribes to ctcb external quality assessment program and tests those quality control samples like a regular user. Every year, since 2016, the complaints laboratory tests positive and negative samples with vidas cmv igg (ref. (B)(4)). All the complaints laboratory's results complied to the expected ctcb results since 2016. In 2020, the sample 2025 was close to the eqas sample 9 level: median peer group = 70au/ml,vidas users = 57, cv peer group = 11.53%. The sample n°2025 results showed a good a variability inside the vidas peer group (between laboratories, instruments and lots) and within vidas cmv igg (ref. (B)(4)) specifications. 4. Root cause analysis and conclusion according to all information above, no anomaly was highlighted with the control chart analysis, the analysis of quality data and the tests performed on the retained kit of vidas cmv igg lot 1008757110 using internal sample materials. Without sample 9, it is impossible to pursue further the investigation. Also, it was impossible to investigate on the other qc samples' return because of a delivery issues. The issue could have a multifactorial root cause combining: - the quality control sample processed by the customer (e.g stability, homogenization, and handling). - the calibration results - a matrix effect of the quality control sample - the statistical analysis provided by the eqa supplier (size of the peer group, the target within the measurement range). It is mentioned in the clsi guideline ep14-a3 that processed samples used as qc material (e.g eqa) can have matrix effect. ¿current scientific data suggest that such use of pt/ eqa results is not always feasible because of matrix effects. These processed materials us as pt/ eqa samples sometimes do not behave like patient samples routinely analyzed in the laboratory. Biases not generally seen with fresh biological fluids, are frequently seen with pt / eqa samples¿. According to the above data , vidas cmv igg (ref. (B)(4)) lot 1008757110 is within the expected performance.

Event description:
A customer in (B)(6) notified biomerieux of obtaining out of range high results when testing qc samples using vidas cmv igg 60 tests (ref. 30204, batch 1008757110, expiry date 15-apr-2022). The issue occurred twice with 2 qc samples (eqas) since (B)(6) 2021. On (B)(6) 2021, for qc sample ID (B)(6), the result was (B)(6). This result is between (B)(6). The range at (B)(6). The result was preceded by a valid calibration performed on 01-nov-2021: (B)(6) - even if the result is inside the range, the c1 result is a little low. On (B)(6) 2021, for sample ID (B)(6), the result was (B)(6). The expected range was not known. This result was preceded by a valid calibration performed on 29-sep-2021: (B)(6). It was reported that reagent samples were vortexed as per instructions for use, and that qc samples were mixed manually. Qcv results from (B)(6) 2021 were compliant. There is no adverse event related to the patient's state of health since the issue impacted qc samples. Note: reference 30204 is not registered in the united states. The u.s. Similar device is product reference 30204-01. A biomérieux internal investigation will be initiated.